Event description:
A physician reported a patient had essure inserted, but did not have confirmation hysterosalpingogram. She subsequently became pregnant and delivered her child. After the deliver, hysterosalpingogram was performed and showed a patient right tube with the device in right upper pelvis. The patient underwent laparoscopic removal of the device from the small bowels epiploia. Additional follow up attempts were unsuccessful.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.